Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sd scrwdrvr shft/t4 50/self-retain/hxc determined no issues with the device. The dimensional inspection was performed and the dimensions were in specifications. No issues were observed with the sd scrwdrvr shft/t4 50/self-retain/hxc. A functional test could not be performed as the mating screw in question was not returned for evaluation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint could not be confirmed for the sd scrwdrvr shft/t4 50/self-retain/hxc as no issues were observed with the device. A definitive root cause could not be determined for the reported complaint condition from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: supplier- bachler feintech / monument. Manufacturing date: 13-dec-2021. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 97p6251 (non-sterile). Lot quantity: 78. A non-conformance was initiated for one piece with an oversized flat width. The remainder of the lot was 100% inspected for this feature and determined to be conforming. The disposition of the nr was scrap quantity of one piece and release from hold the remaining ninety-nine pieces. One piece was scrapped in cell for an incorrect laser etch position. Six pieces were scrapped in cell for destructive testing. Fourteen pieces were scrapped in cell for unacceptable surface finish - dings/scratches. Production order traveler met all inspection acceptance criteria apart from the twenty-two pieces noted. Inspection sheet, incoming inspection, met all inspection acceptance criteria apart from the one piece dimensional and the fourteen piece cosmetic failures noted. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from bachler feintech was reviewed and determined to be conforming. Heat treat inspection certificate supplied to bachler from harterei schmid ag was reviewed and determined to be conforming. Inspection certificate supplied to bachler from l. Klein sa (for raw material) was reviewed and determined to be conforming. Certification of analysis supplied by ionbond was reviewed and determined to be conforming. Certificate of compliance supplied by general machine was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only event year is known. E3: reporter is a j&j employee. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6 medical device problem code (a27) used to capture reportable malfunction related to recall. H9 FDA correction/ removal reporting no.: 3008812560-04/23/2024-001-r. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an orif 4th metacarpal fracture procedure. It was noted that the t4 screwdrivers in the va hand are too large for the intended screws. A total of 4 different screwdriver shaft were tried and all of them were too big for the 1.5 screws that they are intended to be used with. The procedure was successfully completed with five minutes of surgical delay noted. No patient consequences noted. This report involves one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 2 of 4 for (B)(4).